Event description:
Baxter received a report from a baxter technician stating the customer was not able to hear the code blue. There was no patient/user injury reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the code blue. The baxter technician thoroughly inspected the code blue and was unable to duplicate the reported issue. The nurse call system functioned as designed. However, if the reported event of a code blue was not heard were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.